Event description:
A 6f angio-seal vip was selected for use in the left femoral arteriotomy in an obese patient. Blood return was noted and the carrier tube was inserted into the insertion sheath. During the pullback step, the device deployed in the puncture tract at skin level. Manual compression was applied and the patient developed a hematoma. The patient was admitted the ICU and was discharged two days later. The patient's size was thought to be factor in the event.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal instructions for use (IFU) states after arterial blood flow exits the drip hole in the locator, slowly withdraw the arteriotomy locator/insertion sheath assembly until blood slows or stops flowing from the drip hole. This indicates that the distal locator holes of the angio-seal insertion sheath have just exited the artery. From this point, advance the arteriotomy locator/insertion sheath assembly until blood begins to flow from the drip hole on the locator. If blood flow does not resume, repeat this process until blood flows from the drip hole again upon advancement of the assembly into the artery. The angio-seal device instructions for use (IFU) states that if the angio-seal device does not anchor in the artery due to improper orientation of the anchor or patient vascular anatomy, the entire absorbable components and delivery system should be withdrawn from the patient. Hemostasis can be achieved by applying manual pressure. The angio-seal device instructions for use (IFU) state that bleeding or a hematoma at the puncture site are a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses.